Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Root cause is most likely due to rarely used batteries. The issue was resolved after running three charging cycles with the batteries.

Event description:
The customer reported that a "battery flat" alarm was triggered on bellavista 1000 while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the event.